Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor alerting with sensor glucose not available and change sensor. Customer's blood glucose value was 424 mg/dl at the time of the incident, current blood glucose was 487 mg/dl. The customer reported symptom like headache. The customer declined troubleshooting for high blood glucose. The customer has not treated as she was at the doctor's office. Customer will not return the device for analysis.